Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 250 ml eva tpn bag was leaking at the connection of the port to an unspecified infusion set. This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection revealed the reported problem of leak between the spike port connector and the spike port tubing . The reported condition was verified. The cause of the condition could not be determined from the video. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.